Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging dizziness, headache, cancer and prostate. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, manufacturer observed small scratches on the top and bottom enclosure, and left panel. Dust-like contamination was observed on and under the flip lid assembly, on the top enclosure, bottom enclosure, right panel, left panel and walls of the bottom enclosure and lower base. Potential degraded sound abatement foam on the bottom of the blower housing was observed. Manufacturer confirmed the presence of degraded sound abatement foam. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and are consistent with being from an external source. The following changes have been updated in this report: in box d: device avail. For eval? And date returned are updated. In box e: reporting address state is updated. In box h: device eval. By mfg.? And device problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid are updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness and/or headache, cancer, prostate. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.